Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an improper use of the device. It was noted that six arms and six titanium screws were removed in the pelvis.